Event description:
It was reported by the customer that their insulin pump was alarming motor error during bolus. During troubleshooting, customer stated that they do not use the sensor feature and was able to rewind the insulin pump. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 88 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A scratched display window, a cracked case near the display window corner, a cracked reservoir tube lip, cracked reservoir tube and cracked belt clip slot were noted during the visual inspection. The insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No motor error alarms were noted. However, moisture damage was noted on the motor assembly.